Event description:
It was reported that the device was used during an unknown procedure. The device did not work. It was unknown how the case was completed. It was unknown if there was a patient consequence.

Manufacturer narrative:
(B)(4). Damaged articulation link and damaged joint cover. The following information was requested, but unavailable: on what tissue type was the device used? Unk. At what location on the tissue? Unk. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? Unk. During which stroke did the event occur? Unk. What color cartridge was being used? Unk. What other color cartridges were used before and after this event? Unk. Was buttressing material utilized? If so, which product? Unk. Was the instrument fired across or near an existing staple line or clip? Unk. Were any unexpected noises heard? If so, when? Unk. Were any of the forces higher or lower than expected (closing, firing, or opening)? Unk. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Unk. Was there any difficulty removing the device from the tissue? Unk. What were the patient's pre-existing conditions? Unk. Does the patient have any relevant history of surgical treatments? If so, what? Unk. How long has the surgeon been using this device for this procedure (in years)? Unk. The analysis found that one device was returned with the articulation mechanism damaged and with two ecr60w cartridge reloads present. Both reloads were received fully fired. Upon further inspection, the joint cover was torn; there is no evidence that there is any portion of the joint cover missing. The lockout mechanism was noted to be damaged. The joint cover was removed and the articulation links were found damaged. This damage is consistent with a torque applied to the distal part of the jaws, causing the damage to the device. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.